Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the pump infused faster than expected. There was patient involvement but no harm. Although requested, no further information was provided by the customer. The customer also wanted some assistance understanding the logs that they sent: "if I am reading these correctly lines 373-379 the pump was programmed with a dose of 354 mg, bsa of 2, a vtbi of 559 and a rate of 186.3ml/hr from 6/21 1141-6/21 1411 and should have infused 460.1 ml in however the bag was full at 1411 and therefore we switched pumps."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump infused faster than expected. There was patient involvement but no harm. Although requested, no further information was provided by the customer.